Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
Signs of erosion were noted at the device pocket. As the device was included in the premature battery depletion with implantable cardioverter defibrillator advisory notice, it was explanted and replaced and the patient was stable. There was no indication of premature battery depletion.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).